Event description:
A cartridge alarm 20 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer had loaded a new cartridge earlier that day and resolved the issue by removing the cartridge, wiping it with alcohol, and reloading it. The customer was able to successfully load a cartridge and resume insulin therapy, and the issue was resolved.